Event description:
Conmed corp. Vcare uterine manipulator had a hole in the balloon upon opening of the package and was unable to be used. Diagnosis or reason for use: laparoscopic robotic hysterectomy, bso. Event abated after use stopped or dose reduced: no.